Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the piggyback of medication was hung as a secondary infusion into the primary infusion the nurse noticed bubbles going into the primary bag and the primary drip chamber started to over fill. There was no patient harm.

Manufacturer narrative:
The customer¿s report of check valve failure was confirmed. The primary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve part resulted in discovery of four particles located between the housing seal area and the affixed silicone diaphragm disk. The sizes of the particle were measured to be (B)(6)¿ long. The particles were identified to be calcium carbonate. The root cause of the check valve failure is due to multiple calcium carbonate particles found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the calcium carbonate was not identified.